Manufacturer narrative:
This report is being re-submitted due to a system error that was recently discovered. The report was previously filed in the specified timeframe but the emdr system had incorrectly accepted this report via a test environment and not the production environment. As such, the report was not properly filed. A help desk ticket has been opened with both the electronic gateway system help desk (ticket 65586), as well as the emdr help desk (csh-7328). This note is intended to capture the issue and is being added to this report per help desk recommendation for future reference.

Event description:
During a urolift system treatment, a needle was deployed and the user was not able to retract the needle into the delivery device. The handle release tool was then used but did not result in the retraction of the needle. With the needle extended, the delivery device was removed from the patient through the sheath. After delivery device removal, cystoscopy revealed a needle fragment within the prostate. The fragment was removed with endoscopic forceps and diathermy was applied. The procedure was then completed without further incident. The patient was discharged that same day from the hospital and will be seen under standard follow up protocol.